Event description:
It was reported that the patient complains he is a little stiff and sore, but expects soreness. Says he is still young and active, plays golf.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.